Event description:
During a laparoscopic cholecystectomy procedure, the clip failed to close completely. Procedure was converted to open, mini-laparotomy. Case completed with another device of the same product code.